Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's protective covering, adjacent to the tip of the scissors was disintegrated. The procedure was completed and the device was not used on the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: b5 corrected: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the damage was observed on the mcs instrument at the dark grey location below the orange tube extension. The instrument was observed prior to surgery and removed from service. Not used on the patient and therefore no tip cover was placed. The item was sent back to isi. No pictures are available. Annex b13 added to include customer response.